Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. Review of the history log confirmed the system error 322. Although the unit was tested for 24 hours with no occurrence of the system error. A physical inspection found a gap between the lower hook switch and the lower aux flex, which could trigger an intermittent open/closed switch connection, causing the system error 322. The upper and lower aux was replaced.